Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy and IV fluid administration is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user was unable to lower glucose values and sought treatment at the hospital where insulin and IV fluids were administered. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. The specific cause of the reported hyperglycemic event could not be determined from the available information. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 800 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.